Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-03910. 1627487-2020-03908. 1627487-2020-03907. It was reported the patient experienced uncomfortable stimulation. In turn, the patient underwent surgical intervention in which system was explanted to address the issue.